Manufacturer narrative:
System logs and data associated with the occurrence were evaluated, and no malfunction was confirmed for any devices involved in the report. The reported widened qrs complexes at the time of the occurrence are the regular ventricular-paced rhythm, which didn't meet the alarm thresholds. The arrhythmia alarm function performed per specification.

Event description:
It was reported that on (B)(6) 2024, approximately between 11:00 am and 12:30 pm, in room ID (B)(6), on a patient placed on the tm80 telemetry monitor (ID tele50) the central monitoring unit (cmu) department monitor technician noted the patient was in paced rhythm at rate 70 at 11:00 am. The cmu was notified by gateway staff that the patient was being resuscitated. The monitor technician noted that qrs had widened and that there was no alarm. The patient expired.

Manufacturer narrative:
System logs and data associated with the occurrence were evaluated, and no malfunction was confirmed for any devices involved in the report. The reported widened qrs complexes are the regular ventricular-paced rhythm at the time of the occurrence, which didn't meet the alarm thresholds. The arrhythmia alarm function is performed per specification. Correction: b3 (correcting the year date).

Event description:
It was reported that on (B)(6) 2024, approximately between 11:00 am and 12:30 pm, in room ID a510, on a patient placed on the tm80 telemetry monitor (ID tele50) the central monitoring unit (cmu) department monitor technician noted the patient was in paced rhythm at rate 70 at 11:00 am. The cmu was notified by gateway staff that the patient was being resuscitated. The monitor technician noted that qrs had widened and that there was no alarm. The patient expired.